Manufacturer narrative:
(B)(4). G2: france. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products:unk persona femoral lot# unk. Unk persona tibial lot# unk.

Event description:
It was reported that despite the positioning validation of the cutting block, as planned, the distal and tibial cuts and the positioning of the guides were increased by a minimum of 4mm. The space in extension is therefore more than 8mm too large, whereas in flexion it is correct thanks to the surgeon which mechanically raised the cutting block by 4mm. As a result, the implants were installed with the 14mm bearing, with very significant bilateral laxity causing unacceptable instability. A delay of approximately 40 minutes was encountered. No harm to the patient was reported. A revision was completed with transition to a new knee system. Patient information was not communicated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided. However, they were or poor quality and insufficient to review for the reported event. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.